Manufacturer narrative:
(B)(4). Batch#:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic surgery, the device presented failure in the tip. The teflon detached and left the passive jaw in contact with the active (metal to metal). Surgery was not delayed and was successfully completed. No fragments were generated and there were no patient consequences. No other medical intervention was required.